Event description:
It was reported by the UK medicines and healthcare products regulatory agency (mhra) that a patient experienced mesh erosion following tension-free vaginal tape (tvt) surgery for stress urinary incontinence. The date of the initial tvt implantation, date of onset of the erosion, presenting symptoms, interventions performed, and current patient outcome were not provided in the initial mhra report. Additional information was requested.

Manufacturer narrative:
The investigation is ongoing, and the results will be reported as soon as they are available. The internal complaint's manufacture number is (B)(4).